Manufacturer narrative:
A steris service technician arrived onsite to inspect the table. The technician tested the functions and articulations of the table and found it to be operating properly; no repairs were required. The technician was unable to duplicate the reported event and the table was returned to service. While onsite, the technician was informed that during the time of the event six facility employees were assisting in the transferring of the patient from the table; the patient weighed approximately 500 pounds. Facility personnel applied excess force in their attempt to shift the patient from the table to the transfer board and in the process the table top became unstable and began to tip resulting in the reported event. The user facility is responsible for using appropriate patient positioning and movement practices. The reported event is attributed to user error as the employees should not have applied excess force while transferring the patient from the table. A steris account manager performed in-service training on the proper use and operation of the 3085 surgical table. No additional issues have been reported.

Event description:
The user facility reported that during patient transfer, their 3085 sp surgical table began to tip. No report of injury or procedure delay. The procedure was completed successfully.